Event description:
The user facility reported that during a therapeutic ercp procedure, the physician had attempted to sweep the duct. The reporter stated that initially she could not deflate the balloon when requested by the physician, and then the balloon burst and a portion of the catheter fell into the pt, but was later removed in the procedure.

Manufacturer narrative:
Olympus followed up with the user facility for additional info regarding this report. Olympus was informed that contrary to the initial report, the catheter had not broken off in the pt. The reporter explained that she initially could not deflate the balloon, and then the balloon had burst while inside the pt. The procedure had been completed with the use of another unidentified balloon. The physician then swept the channel with the second balloon, and reportedly recovered a small piece of the first balloon. The piece was not sharp and the users were able to remove the balloon fragment from the pt. The reporter also stated that she believed that there had only been one stone in the common bile duct, and they had been able to clear it. The balloon was discarded following the procedure, and was not available for eval. There was no pt harm associated with this report. The cause of this reported event could not be conclusively determined. This report is being filed in an abundance of caution.